Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not receiving insulin. The customer's blood glucose was unknown at the time of incident however, stated that she is experiencing high blood glucose. The customer stated that she was not receiving insulin and found the infusion set cannula was bent. The customer stated treated with an injection of insulin. The customer did not complete troubleshooting.